Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported the patient presented to the emergency room with dizziness and discomfort. Upon interrogation, it was observed the patient's right ventricular lead was oversensing leading to pacing inhibition. The lead was explanted and replaced without issue. The patient was stable.